Event description:
As reported by customer in another country, during a pci procedure, air was seen to be entering the fluid delivery set. There was no air injection or pt injury. The used device has been returned for eval.

Manufacturer narrative:
Although the used device has been returned to the MFR, a device analysis has not yet been completed. Upon completion of the investigation a f/u medwatch will be submitted.